Event description:
Resident was being transferred from bed to chair with hoyer lift. Oxford lift sling was being used. Prior to lowering resident into chair, a support strap on lift sling ripped out of sling fabric causing resident to drop slightly. No injury to resident occurred. Mfg 4th quarter of 1996. Lift sheet used with hoyer lift.